Event description:
Device delivered unintended bolus of insulin on two occasions, resulting in two low blood glucose events (glucose of 47 mg/dl and 55 mg/dl, respectively). Pt self-treated by drinking orange juice.